Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a stuck button alarm after a flight and button was not pressed for more than 3 minutes. It was reported that issue occurred twice before. Battery compartment was opened to release pressure and button began to work. Caller was advised that insulin pump would need to be replaced due to it not being the first time that issue occurred. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly connected to glucose sensor simulator. No sensor anomalies noted. Device received with minor scratches on lcd window.